Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during an endoscopic mucosal resection procedure within the colon on (B)(4), 2010. According to the complainant, when the physician tried to extend the snare loop, the catheter sheath detached from the handle. The physician was able to remove the device and use another captivator polypectomy snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned device presented with a detached handle cannula, which resulted in an inability to extend or retract the snare loop. The catheter sheath of the device was examined and it was properly attached to the handle; no anomalies were noted with this portion of the snare. The condition of the returned device was not consistent with the complaint that the catheter sheath detached. The snare was unable to extend, but only as a result of the detached handle cannula. The most probable root cause of this problem is improper assembly of the handle and handle cannula. Based on the investigation results, this is no longer a reportable event; the difficulties extending were the result of the detached handle cannula. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during an endoscopic mucosal resection procedure within the colon on (B)(6), 2010. According to the complainant, when the physician tried to extend the snare loop, the catheter sheath detached from the handle. The physician was able to remove the device and use another captivator polypectomy snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.